Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead received numerous inappropriate shocks due to noise and oversensing. The noise was able to be recreated with muscle movement. There were also low pacing impedance measurements reported between 261 to 500 ohms. There was an allegation that the lead was fractured, however after further discussion it appeared to be an insulation issue. It was also reported this device was previously programmed to monitor only due to this issue. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
Additional information received indicated a revision procedure took place and the rv lead was surgically abandoned. Low pacing impedance measurements of approximately 200 ohms were again reported, along with the delivery of a shock due to noise. No additional adverse patient effects have been reported as a result of the procedure.

Manufacturer narrative:
Additional information received indicated a revision procedure had not yet been scheduled. However, the physician plans to replace the entire rv lead. The device had already been programmed to monitor only from another unknown physician prior to the patient presenting to this clinic. The device remained in monitor only. The episodes could not be reviewed as they had been overwritten by subsequent episodes. No additional information is available at this time. If additional information becomes available this report will be updated.